Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd discardit¿ ii - 2-piece syringe leaked. The following information was provided by the initial reporter: while giving fluid through whitacre spinal needle 27g (batch no. 2203018) via discardit 5ml syringe, there is fluid leakage leading to drug wastage and medication error.

Event description:
It was reported that 3 bd discardit¿ ii - 2-piece syringe leaked. The following information was provided by the initial reporter: while giving fluid through whitacre spinal needle 27g (batch no. 2203018) via discardit 5ml syringe, there is fluid leakage leading to drug wastage and medication error.

Manufacturer narrative:
H.6. Investigation summary: the video was received by bd for evaluation. A quality engineer was able to review the video from lot #2096868 regarding item #300847 with the reported issue of leakage. The investigating team has used the retention samples of item number 300847 and lot number 2096868 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention samples. The investigation on the video sent confirms that the user has used a different needle from that which is provided along with the syringe in lot number 2096868. This product family material number 300847 has the needle packed on the side for use of syringe. If the syringe is used with needle of a different type or different company, there is a probability of the hub of the needle has not had the right fitment with the tip of the barrel, this small gap between the barrel tip and the hub of the needle, has caused the leakage. An incompatible needle and syringe will lead to a leakage like the one in the video. Based on the video shared the defect is confirmed. The probable root cause is incompatible needle used. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.